Event description:
It is reported that in 2004, a nonradiolucent piece of plastic broke off the offset head pusher during a hip replacement case. Surgeon attempted to visualize per c-arm at several different angles. Unable to visualize per c-arm. It was surgeon's decision to leave in patient.

Manufacturer narrative:
A letter has been sent to the account requesting the return of the device for evaluation.